Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.

Event description:
The customer would like to know the possible cause of the elevated wbc content in the platelet product. The disposable set is unavailable for return. The pt info is unavailable at this time. This report is being filed due to device malfunction that has the potential for injury.